Event description:
Patient was implanted with retrograde femoral nail construct on an unknown date for a femoral shaft fracture. Patient was returned to the operating room (B)(6) 2012 for removal of hardware du to a malunion. Surgeon revised patient to a new retrograde nail construct. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn. Review of the device history record has been requested.